Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.2mm x 12mm threader¿ balloon catheter crossed the lesion without any resistance, but the balloon ruptured at 3-4atm on the 1st inflation/5sec. The device had no damage and was completely removed from the patient. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).